Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for bowel incontinence and gastrointestinal/pelvic floor. Patient stated that she woke up from surgery with a headache, and two days later had a full blown migraine and had never had a migraine before. Thursday after surgery patient stayed in bed all day and all night in dark room with ice. Patient stated she called the doctor the day after surgery and had five trips to the ER. The doctor treating her stated it was possible the transmitter was causing the headache. Patient stated she went to the headache doctor and the stimulator could have set off the migraine. Patient was on injections on base of scull. The patient was walked through how to turn stim off. Patient was going to keep stim off for a couple days and see if headaches improve. Patient was going to call her doctor back that installed the ins. Patient's blood pressure sky high and pain intense and was noted as a gradual onset. The patient stated previous agent suggested to her that her headache could be caused by a spinal fluid leak. Patient wanted to know if this would kill her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that due to the issues with migraines the patient's health care professional had her shut off the implant and now she needed help turning it back on. There were no further symptoms or complications reported or anticipated.